Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 20 to 24mg/dl and the pump is not linking to the meter. Customer also mentioned being hospitalized in (B)(6) 2016. Troubleshooting found that the basal rates were changed recently. Customer's blood glucose was 145 mg/dl at the time of the call. Customer was advised to follow up with their doctor regarding the low blood glucose.